Manufacturer narrative:
The reported events of abnormal polar impedance and poor pacing were not confirmed. As received, a complete lead was returned. Visual examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had high impedance and failed to capture. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.